Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not fill the cartridge with more than 300 units of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Reportedly, the customer over-filled the cartridge with insulin. There was no impact to the customer's blood glucose level. Customer was reminded not to over or under fill the cartridge.